Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena ¿xenon lamp did not light¿ and ¿spare lamp error on the front panel¿ seemed to have occurred due to faulty power supply. The cause of the faulty power supply could not be identified. Other incoming inspection findings were as follows: dust is accumulated inside the device; rear panel is rusted; scratches on the top cover; scratches on the front panel; turret makes a little noise olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event of spare lamp ignited but main lamp did not due to faulty converter. Additionally, the rear panel and front panel were scratched and dusty. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that, the visera elite xenon light source main lamp was not working but the spare lamp worked. There was no harm or user injury reported due to the event.